Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with cracked lcd window. Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, unexpected battery power loss is shown in power graph generated by adapt power management tool due to j6 resistance connector issue. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history (variableinfo = 3) due to broken trace at pin #6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump display had a crack and the sound was not good anymore and the battery was loosing very fast. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.